Event description:
Healthcare professional reported right side rupture. Device was explanted and replaced.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 19jul2024. Additional, changed, and/or corrected data: d9; h3; h6; device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ rupture: not observe. As per the investigation procedure, deformation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Device was explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.